Event description:
Revision of acetabular liner and femoral head due to patient infection thjr.

Manufacturer narrative:
Additional devices listed in this report is a v40(tm). Femoral head, cat # 6364-2-136, lot g3333757. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. There was evidence of explantation damage on outer and inner diameter of trident x3 poly insert. Device history review: all devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, pathology reports, patient history and follow-up notes are needed to investigate this event further.

Event description:
Revision of acetabular liner and femoral head due to patient infection thjr.